Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received critical pump error. The customer's blood glucose reading was unknown. The customer received critical pump error on the screen. The customer will be sent a replacement pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed with motion sensor test failure error alarm noted in the pump history and critical device error due to out of specification force sensor zero offset.. Unable to perform the functional test, including the self test,sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. No cosmetic damage noted.